Event description:
It was reported that the recorded episodes "looked like noise" had only markers and did not have electrogram. The right ventricular lead impedance was noted to be stable. The lead and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: addrl1 ipg implanted: 2007 (B)(6). (B)(4).